Manufacturer narrative:
The lot numbers for the five malfunctions were provided and lot history reviews were performed. The devices for the five malfunction have not been returned to the manufacturer for evaluation; however medical records and images have been received for evaluation for three of the five malfunctions. The evaluation confirmed a patient-device interaction problem for three malfunctions. Medical records or images have not been returned for evaluation for two devices; therefore, the investigation is inconclusive for two malfunctions for a patient-device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (Corporate lot number) gftc2513, gfua4072.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced a patient-device interaction problem. This information was received from various sources. The malfunctions involved five patients with no patient consequences. Three patients ranged from 48 to 75 years of age and one patient weighed (B)(6) lbs. Of the reported patients, two were male and one was female.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced a patient-device interaction problem. This information was received from various sources. The malfunctions involved five patients with no patient consequences. Three patients ranged from 48 to 75 years of age and one patient weighed 197lbs. Of the reported patients, two were male and one was female. The remaining patients' age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot numbers for the five malfunctions were provided and lot history reviews were performed. The devices for the five malfunction have not been returned to the manufacturer for evaluation; however medical records and images have been received for evaluation for three of the five malfunctions. The evaluation confirmed a patient-device interaction problem for three malfunctions. Medical records or images have not been returned for evaluation for two devices; therefore, the investigation is inconclusive for two malfunctions for a patient-device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: b5, d4 ( lot number changed from gftg2613 to gftc2513). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the reported five malfunctions, lot number were provided for all five malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for four malfunctions. Therefore, for two malfunctions the investigation is confirmed for the reported patient device interaction problem, for two malfunctions the investigation is inconclusive for patient device interaction problem and for remaining one malfunction it is confirmed for patient device interaction problem and additionally it was determined to have and unconfirmed for malposition of device(a150202). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (lot number: gftc2513, gfua4072). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicates that model rf400j vena cava filter allegedly experienced patient device interaction problem. These information's were received from a various sources. All five malfunctions involved patient with no patient consequences. Of the five patients, two were male and two were female, three patients age ranged from 48-75 years and two patient weighs 197 lbs and 289 lbs. All other patient details were not provided.

Event description:
This report summarizes five malfunctions. A review of the reported information indicates that model rf400j vena cava filter allegedly experienced perforation. These information's were received from various sources. All five malfunctions involved patient with no patient consequences. Of the five patients, two were male and three were female, four patients age ranged from 47-75 years and three patient weight ranged from 197-289 lbs. All other patient details were not provided.

Manufacturer narrative:
H10: of the reported five malfunctions, lot number were provided for all five malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were provided and reviewed for all five malfunctions. Medical images were provided and reviewed for three malfunctions. For three malfunctions, the investigation is confirmed for perforation. For one malfunction, the investigation is inconclusive for perforation. For remaining one malfunction, it is confirmed for perforation and additionally it was determined to have and unconfirmed for malposition of device(a150202). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4(lot number: gfua4072), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicates that model rf400j vena cava filter allegedly experienced perforation. This information was received from various sources. All four malfunctions involved patient with no patient consequences. Of the four patients, three were female and one was male, three patients age ranged from 47-74 years and three patient weight ranged from 197-289 lbs. All other patient details were not provided.

Manufacturer narrative:
H10: of the reported five malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2022-90014. H10: of the remaining four malfunctions, lot number were provided for all four malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were provided and reviewed for all four malfunctions. Medical images were provided and reviewed for two malfunctions. Therefore, for two malfunctions, the investigation is confirmed for perforation. For one malfunction, the investigation is inconclusive for perforation. For remaining one malfunction, it is confirmed for perforation and additionally it was determined to have and unconfirmed for malposition of device(a150202). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4(lot number: gfua4072), g3. H11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.